Manufacturer narrative:
(B)(4). Date sent: 8/6/2024. D4: batch # 681c03. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged. Device history review: a manufacturing record evaluation was performed for the finished device batch number 681c03, and no non-conformances were identified.

Event description:
It was reported that during a sleeve gastrectomy, echelon didn't worked after the second firing. They tried to solve the problem with another gst but the gun still did not work. Surgery was prolonged by 5 minutes and completed successfully. No patient consequences were reported. No other medical intervention was required.